Event description:
Pt implanted 03/26/1998 in the upper and lower vermilion borders. Onset of herpes simplex and palpable implant in perioral area 03/31/1998. Zovirax prescribed 03/31/1998. Implant explanted 04/23/1998.